Event description:
"Fluid leaking from alaris pump on to floor disconnected IV from patient followed back to pump removed IV tubing noted pin hole in the IV tubing(smartsite infusion set)that sits inside the alaris pump chamber." The tubing was changed and there were no other incidents noted with the pump. Originally thought of as a "one-off" however I recently received a second report with same description of event-leaking IV tubing from within the pump. Tubing from second incident was not saved. This department has notified all nursing units to report any similar incidents and to save tubing and pull the alaris pump for inspection. At this time, there have been no other reports. Manufacturer response for set, administration, intravascular, alaris, smartsite : device to be sent back to facility for inspection. Contact person identified in the case of future, similar events.